Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was broken on bottom case and plunger assembly and the device had some small cracks along the edges of top case also cracked on right plunger case. The plunger case assembly contaminated also bottom case. The device history log showed motor rate error. The device was tested using occlusion test and found motor rate error was found during occlusion test. It was noted that a combination of motor assembly, worm gear, leadsrew and clutch halves were found old, dirty and worn out were present. The root cause was normal wear. The tech replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device motor rate error. No patient injury reported.